Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with one cartridge during the load process. Additionally, it was reported that a cartridge alarm 5 (pressure out of range) occurred during the load process. The user's blood glucose (bg) level was elevated; however, the exact value was not provided. The user addressed bg level with a manual injection. It was confirmed that the user had an alternate method of insulin delivery available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified (alarm 19) and the alleged cartridge alarm 5 could not be verified.